Manufacturer narrative:
UDI(di): (B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic with high thresholds. Diagnostic imaging was performed and lead dislodgement was noted. It was correlated with the time when the patient had mammogram. Physician believed that the lead function was impaired during the mammogram tissue compression. The lead was explanted and replaced. Patient reported to be in good condition following replacement.